Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis. The treatment included vancomycin (2 grams, every 5 days, intraperitoneally (ip)) and gentamicin (80mg, daily, ip) for peritonitis. At the time of this report, the patient was recovered from the peritonitis. On an unreported date, the pd therapy was discontinued. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Manufacturer narrative:
(B)(4). It was reported the patient that experienced cloudy effluent and passed away on (B)(6) 2014. The cause of this patient¿s death was cardiac related. The pdrn stated that the patient¿s husband had reported seeing cloudy effluent while he performed a manual exchange preceding automated peritoneal dialysis (apd) therapy on (B)(6) 2014. The caregiver also reported there were no breaches in aseptic technique. The cause of the infection was unknown. The antibiotics were prescribed the same day for a diagnosis of probable peritonitis. Two doses of the prescribed antibiotics were given but there was no improvement in the patient¿s condition. It was then reported that an unknown antifungal medication was initiated on an unknown date. Per the pdrn, the patient was hospitalized on (B)(6) 2014 related to another indication and probable peritonitis. It was unknown if the previously prescribed treatment was continued during hospitalization. Apd therapy was continued during the hospitalization. The patient was discharged from the hospital to a rehabilitation facility on (B)(6) 2014. The patient was not recovered from the infection. It was reported pd therapy was discontinued on (B)(6) 2014 because only hemodialysis treatments were supported by the rehab facility. It was unknown if the patient had recovered from the infection at the time of death. It was unknown if an autopsy performed. It was unknown if a death certificate was available. Should additional relevant information become available, a supplemental report will be submitted.